Event description:
It was reported that the versajet ii console had a power supply failure, so it did not turn on. No procedure was being performed hence no patient was involved.

Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was no relationship between the reported event and the device because the failed power cord was not returned with the console. A visual inspection was performed and showed the unit is missing 1 foot and both screws to the lid. Functional inspection could not be performed due to missing power supply. Probable cause may be a defective power supply. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.